Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the pump eroded through the scrotum and an infection. The physician explanted the pump, capped the remaining system within the patient, and removed the infected tissue. There were no additional patient complications reported.